Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there has been chronic intermittent oversensing of noise on the right atrial (ra) lead for an unknown reason. At the previous normal device change out, the physician elected to leave the lead in service. A this change out procedure for normal battery depletion, the physician elected to surgically abandon and replace the ra lead. The implantable cardioverter defibrillator (ICD) was explanted and planned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this previously surgically abandoned right atrial (ra) lead was explanted during a different lead revision procedure. No additional adverse patient effects were reported.